Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 0.28 ng/ml was obtained on a pt sample. The result was reported to the physician. A sequential sample was tested and a result of 0.26 ng/ml was obtained. Both samples were retested on an alternate analyzer and results of <0.01 ng/ml were obtained on both samples. The pt had a cardiac cath, but there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is unk.